Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out of range pace lead impedance measurement less than 200 ohms. Attempts to seek for additional information was not attained. Subsequently, the cause of the observation was not identified. The ra lead was explanted and the device as well was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.